Manufacturer narrative:
Evaluation of the returned cat8 confirmed an ovalization on the distal shaft. If the device is forcefully advance against resistance, damage such as this may occur. Further evaluation revealed that the distal tip was damaged, and a piece of the material was loose. This damage was likely a result of forceful advancement against resistance. The cat8 was unable to be functionally tested as the reported event could not be recreated. The root cause of resistance during the procedure could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure to treat an acute mesenteric ischemia (ami) using an indigo system aspiration catheter 8 (cat8) and a non-penumbra sheath. During the procedure, the physician completed a pass using a cat8. Afterwards, the physician experienced resistance while advancing the cat8 during the second pass. Subsequently, the physician noticed that no blood or thrombus could be recovered. Therefore, the cat8 was carefully removed to flush. Upon removal, it was noticed that the mid-shaft of the cat8 was ovalized. The procedure was completed using a new cat8, a non-penumbra stent retriever, and the same sheath. There was no report of an adverse effect to the patient.